Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals broken and broken on plunger assembly. The top case is cracked by front corners and tube holder. Bottom case is cracked by main screws. Plunger head is cracked by all screws. The device was tested using the occlusion test and motor not running was found at occlusion test. The root cause of reported issue was found to be normal wear. The manufacturer replaced motor assembly, worm gear, leadscrew and clutch halves. Performed preventative maintenance and all functional testing which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that the system failure primary audible alarm post software version: 3.0.6. No patient injury reported.